Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding a delivery of a replacement adc device, initially due to no power by button or by the test strip. As a result, on (B)(6) 2022, the customer experienced migraines, felt tired, had difficulty speaking, had seizures, and a loss of consciousness and was provided insulin by a non-healthcare professional for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.